Event description:
It was reported that patient presented in clinic. It was noted that right ventricle leadless pacemaker (rvlp) exhibited high capture threshold. It was also noted that patient had an unspecified infection at implant site. The rvlp was explanted as a result. There were no patient consequences.

Manufacturer narrative:
Correction: please retract this report. Upon review, the catheter should not have been submitted as a medical device report (MDR) as there is no indication and/or allegation that the infection and sepsis was due to the catheter and/or related procedure.